Event description:
Healthcare professional reported "capsular contraction baker grade iii/IV" against left device. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on anterior side assessed as surgical damage. Additional observations: ¿ crease flat is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported "capsular contraction baker grade iii/IV" against left device. Device has been explanted.

Event description:
Device has been explanted.